Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler cut the tissue but did not deploy staples. There was tissue loss as a result of the event.